Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. It was observed the battery connector pins in one of the two device battery wells were loose and when a battery was installed, it was not secure which caused the device to power off. Physio replaced the battery pins and then observed normal operation through functional and performance testing. The device was returned to the customer for use. It is reasonable to conclude the cause of the reported issue was due to loose battery connector pins.

Event description:
The customer contacted physio-control to report that their device had powered off four times during patient treatment. The patient did not survive the event however the healthcare provider on scene indicated the device issue did not contribute to the patient outcome. The customer stated the patient's ECG was never showing a shockable waveform during the event. No further details about the patient or event were provided.